Event description:
Gyrus handpiece not cauterizing after being used for approx 1.5 hours. Second gyrus handpiece opened and would not cauterize. Third handpiece opened and functioned. Different machines did not make a difference in the functioning of the handpiece. Biomed consulted to review problem - identified as non-generator related. Diagnosis or reason for use: laparoscopic supracervical hysterectomy.